Event description:
Customer reported being hospitalized very sick because they didn't have their pump. Customer called back and stated that they still has not received the replacement pump. Confirmed with customer that the address was incorrect. Customer provided the correct ship-to address.